Manufacturer narrative:
Additional information: b4, g3, g6, h2, h10. Is a duplicate report of 3004742232-2024-00130.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that embolism and vessel spasm are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
After treatment with the diamondback 360 peripheral orbital atherectomy device, a peripheral artery vasospasm occurred in the right superior femoral artery (sfa) and below the right knee. Plaque embolism occurred in the right tibioperoneal trunk (tpt). A jade balloon and non-csi/non-abbott devices were used to complete the procedure. A vasodilator was administered, and blood flow improved. The patient was discharged in stable condition.